Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touch screen became cracked and the pump was no longer functional. Reportedly, the touch screen was cracked because the customer dropped the pump. Additionally, it was reported that the pump battery was unable to be charged. Customer reported trying multiple cables, adapters, and wall outlets; however, the pump was still unable to be charged. The customer's blood glucose level was 130 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.